Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tq3h, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The rep reported that the patient needs a head scan but they have a lead fragment that remains implanted. Additional information was received on 2019-07-26. It was noted that the date of explant was (B)(6) 2019 so the rest of the system must have been removed. No symptoms reported. No further complications were anticipated/reported.

Manufacturer narrative:
Additional information shows that there is no information to reasonable suggest that the device in this reported had a malfunctioned. Therefore this event did not and does not meet the reporting requirements stipulation in 21cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Device was explanted because patient needed an MRI. No further complications were noted or anticipated